Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: on the second firing, it was reported that, ¿the trigger the force on it.¿ please explain what this means as it is not clear. When the second shot is performed, the trigger is released. Did the device lock out and would not fire: yes. Did the device begin to fire, but then jammed: yes during the second shot the trigger broke. Was the device difficult to fire, but the firing could be completed: no because the trigger is broken. Did the firing knob break off: yes. If the firing knob broke off, did any pieces fall into the patient? No, fell on the surgical field. If yes, were they retrieved: yes. Will all pieces be returned with the device: yes.

Event description:
It was reported that during a colostomy closure procedure, mechanical suture is passed with device, firing is performed with the first recharge without any problem. In the second shot the trigger the force on it. The surgery was finished with the device. There were no adverse consequences for the patient.